Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was connected to a masimo root, upon successful connection the root alarmed continuously and displayed the error message "eeg board failure (8)" which relates to a detected hardware failure. The hardware failure was isolated to the analog circuit board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the eeg measurement failed. Additional information received from the distributor indicated that possibly the values did not appear as expected. No known impact or consequence to patient.